Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported via device tracking that the patient received a pump exchange. Additional information received revealed that the patient had recently had his driveline repaired. The patients labs began hemolyzing as well as his t bili began to rise. Patient thought to be in cardiogenic shock. A pump exchange was performed due to suspected thrombosis which was confirmed on exchange.

Manufacturer narrative:
The patient remains ongoing with the newly implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.